Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the surgeon used the plee60a with gst60t plus seamguard and a 12mm xcel trocar for all of his lap sleeve gastrectomy cases. Today the stapler became stuck in the trocar on the second firing. Also, surgeon noticed there was an unusual gap between the anvil and cartridge at the distal tip of the stapler which he felt was the reason behind why the stapler was getting stuck in the trocar. There were no patient consequences reported. There is no additional information.

Manufacturer narrative:
(B)(4). Batch number: r58309. The analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.